Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number p4t22v and no non-conformances were identified.

Event description:
It was reported that during retroperitoneal laparoscopic adrenalectomy surgery, after inserted into the patient under endoscopy, noted the trocar's sleeve was cracking. No pieces of device were left in patient. There was a delay to the procedure but length of delay was not provided. There was no patient consequence reported. Another device was used to complete the surgery. The patient was stable and left the hospital.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2020. D4: batch # p93n03. H2: additional information received: batch number is p93n03.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2020. Investigation summary: the analysis results found that the b12lt device was received with the tip of the sleeve damaged. It is possible that the damage could have occurred due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during the manufacturing of the device, to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.